Manufacturer narrative:
Correction: initially reportable but investigation determined defect on non-bd product. This file is not reportable.

Event description:
The customer reported the extension set with maxzero leaked during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the extension set with maxzero leaked during an infusion. Although requested, no further information has been received.